Manufacturer narrative:
This lead has been returned and is currently undergoing analysis. The event will be updated once analysis is complete.

Event description:
Boston scientific crm received information that the patient reported experiencing chest pain and lightheadedness. Upon interrogation it was noted that the right ventricular (rv) lead exhibited loss of capture. The x-ray showed a lead perforation, so the rv lead was explanted and a new lead was successfully implanted. It was noted that the patient had a fairly strong underlying rhythm, thus it was unlikely that there was asystole longer than two seconds. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned with a setscrew mark noted on terminal pin and ring, the helixfully retracted and tissue in the helix. During testing, the helix did not extend which was attributed to dried blood in the mechanism. The lead was subject to direct current resistance testing and passed on all paths, verifying the electrical performance was intact. No further testing was performed. Analysis could not confirm the clinical allegations observed in the field.

Manufacturer narrative:
At this time, the lead has not been returned. If additional information should become available to our company, this event would be updated.

Event description:
--